Manufacturer narrative:
This report is submitted on may 15, 2017, by cochlear ltd. On behalf of cochlear americas.(B)(4).

Event description:
Per the audiologist, the patient experienced an infection at the abutment site. Subsequently, the excess skin was cauterized and the patient was treated with a topical antibiotic. The patient is being clinically managed.